Event description:
It was reported that during the stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous apical left anterior descending (lad) artery. The physician attempted to cross the apical lad using promus element mr-2.75x24mm stent delivery system (sds) but the device was unable to cross the lesion. The device was removed from the patient and it was noted that the distal edge was lifted. The procedure was completed with another of the same device. No complications were reported and the patients condition was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).